Manufacturer narrative:
Patient¿s date of birth is unknown; however, the patient is reportedly in her (B)(6). It is unknown when the patient first developed the infection. This report is for one (1) unknown 5.0mm locking screw. The original implant procedure took place on an unknown day in september, 2015. Per facility, the complainant parts have been discarded and are, therefore, not available for evaluation. (B)(4) revision procedure that took place due to the confirmed c-diff infection. Unknown, as specific part and lot numbers for the complainant screw are unknown. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient developed a clostridium difficile (c-diff) infection sometime after a trochanteric fixation nail advanced (tfna) implant procedure. The tfna construct was originally implanted in (B)(6) 2015. Due to the infection, the patient returned to the operating room on (B)(6) 2015 to have the original hardware removed. All devices were removed intact and the patient was flushed with antibiotics. The patient was not implanted with a new construct until a few days later. On (B)(6) 2015, the patient underwent another procedure to have a new tfn system implanted. The patient was reportedly non-compliant during her recovery from the initial surgery, but noted to be stable following the revision procedures. This report is for one (1) unknown 5.0mm locking screw. This report is 3 of 3 for (B)(4).